Event description:
Related manufacturer report number: 2017865-2022-47202. It was reported that crosstalk oversensing was observed on the right ventricular (rv) lead and the device. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.